Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, the valve was loaded twice. The second load was checked and minimal crown overlap was observed. It was noted that the patient had severe aortic stenosis and left ventricular outflow tract (lvot) calcium. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 millimeter (mm) non-medtronic balloon with an inflation pressure of 2-3 atm. Upon initial deployment, the valve did not fully expand and the position of the valve was determined to be low. The target implant depth was 3 mm. The valve was recaptured. On the second deployment attempt, an infold was noted. The valve was recaptured and withdrawn from the patient. When the valve was removed from the delivery catheter system (dcs), infolding remained. The valve was placed in saline and infolding was no longer observed; however, the valve did not return to its original shape. It was reported that the patient¿s calcification contributed to the infold. A new valve was loaded on a new dcs. The load was checked via fluoroscopy and crown overlap to between the third and fourth node was observed and a small kink was noted. During attempted implant, there was difficulty advancing the dcs over the non-medtronic guidewire. The dcs got stuck over the guidewire and excessive force was required to pull the system back to remove it from the guidewire. The nose cone and stylet broke off the attachment with the paddle pocket. The system never entered the patient and the nose cone was removed by pulling it out of the guidewire. The valve was removed from the dcs and loaded on a new dcs. The load was checked under fluoroscopy and determined to be a good load. The valve was subsequently implanted. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via fedex in original packaging and original jar, submerged in clear solution. The valve was received discolored showing evidence of blood contact. All leaflets were flexible and appeared intact. Signs of creasing were observed on all leaflets, conditions attributed to crimping and recapturing. Leaflet 1 (l1) was open while leaflets 2 (l2) and 3 (l3) were in a closed position. All commissures appeared intact. The valve was placed in a cold saline bath to perform loading simulation. Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. To simulate the event, the valve was deployed in a warm saline bath by rotating the deployment knob exposing the valve. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. The valve was fully deployed and appeared to exhibit complete dilation; no anomalies were noted. Image review: videos were received showing the valve loading checks that look good and the valve deployment where the frame appears with an infolding as mentioned in the description medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.